Event description:
A healthcare professional reported with a description of bent plunger receipt of injector. The injector could not be used. Additional information has been received and stated that there was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened company injector was returned for evaluation for the report of a bent plunger. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be nonconforming. The plunger is bent. A dimensional inspection for plunger position height and a functional test for thread engagement and plunger movement could not be performed due to the bent condition of the plunger. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The evaluation does confirm the injector plunger has a bent plunger head. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in july 2022. The manufacturer internal reference number is (B)(4).

Manufacturer narrative:
Correction information was provided in d.4. The manufacturer internal reference number is: (B)(4).